Manufacturer narrative:
Review of lot records/work orders, prior reports. No tissues were noted. Treatment of aortic neck with >60 angulation is off-label. Physician inadvertently perforated calcified aortic neck during ballooning.

Event description:
Female patient presented with severe calcification in the aortic neck, measuring 20-23mm diameter over 20.5mm length, with angulation >60 degrees. After implant of a 25-16-120bl bifurcated device and two 25-25-75l proximal extensions, there was an intraoperative proximal type I endoleak. During balloon dilatation, the aortic neck below and up to the lowest left renal was inadvertently perforated. A coda balloon was introduced to exclude the perforation and the patient was converted to open repair. The two proximal extensions were explanted. The physician cut the two stent segments of the main body device and sewed a surgical graft above it and up to the renals. The patient tolerated the procedure well.